Manufacturer narrative:
Device evaluation update: results of investigation: vyaire medical field service engineer arrived on site. Vyaire medical determined root cause as due to user fault. Lack of following instructions. It is clearly indicated on the vent as well as in the IFU that this device is not intended for use in MRI environment. The customer decided to scrap the unit. Not economical to repair.

Manufacturer narrative:
Vyaire medical field service engineer arrived on site. While checking the unit, the trolley of the unit was found severely damaged. Housing of ventilator is unaligned and shows heavy hits in different areas. Turned on the unit and 328- fan failure alarm appeared immediately. Fan is not working. Downloaded logfile and sent over to tech support for analysis. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us is used during an magnetic resonance imaging (MRI) procedure. The unit ended up in the MRI machine and has significant damage while on a patient. Customer stated that there is significant damage to the case in the back and the stand is bent significantly. Furthermore, the patient is manually bagged and swapped the unit out but no patient harm associated with the event.